Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5156870.

Event description:
Voluntary medwatch received states it was reported that the patient had infection noted on the left ventricular (lv) lead. The physician elected to explant and replace the lv lead. There were no patient consequences.